Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose was too low for the glucometer to detect but after treatment the reading was 31 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement. Prior to the hospitalization the customer had been experiencing low blood glucose even though the basal rates were lowered by half the amount. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the occlusion test due to a faulty force sensor resistor. The insulin pump passed the displacement test. Unable to perform further testing due to the prime anomaly.